Event description:
Reporting facility relates an increase in infection rates involving central lines following conversion to the clearlink device. Attempts have been made to obtain additional information regarding incidents, however, no information was obtained pertaining to patients, treatment, or outcome.